Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the devices were explanted about a year ago due to explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had an infection. It was unknown where the infection was and it was not confirmed at the time of the call. The indications for use were spinal pain and failed back surgery syndrome. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that he had no idea on the date of onset for the infection, cause, actions taken and if the infection was resolved. No further complications were reported.